Event description:
It was reported that the customer experienced a low blood glucose level, reaching 50 mg/dl. Customer consumed carbohydrates to address the issue. The customer mentioned the cause of the low blood glucose was unknown and decided not to proceed with a supplies or system check. They planned to discuss the issues with a healthcare professional and indicated they would call back if further assistance was necessary.